Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch #5104907

Event description:
User facility medwatch report received that states: "during a thoracic endovascular repair one of the feet of a perclose proglide device broke. It should have been returned with 2 foot plates after deployment but returned with only one. The entire procedure was completed under x-ray but the feet is not radiopaque although the tiny metal core of the feet can be barely seen under x-ray. The surgeon was unable to find the broken piece after discovery. This resulted in a retrieved item or device/item fragment (udf). This issue was realized prior to close and the surgeon determined that the risks of opening the patient up further to search for the broken foot was higher risk than potentially leaving it in. The vendor was notified but this is a known issue with this device as there were several reports of this device and broken feet in 2017-2018. There are medwatch reports from 2007, 2008, and 2011 describing footplate fractures with no reports of harm. "

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported foot detachment could not be determined. Factors that contribute to foot detachment may include, but are not limited to, user does not gently pull the device back to position the foot against the wall, use of excessive force leading to foot break, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The detached foot remaining in the patient appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The reported failure mode is known to potentially occur if steps contained within the product¿s instructions for use (IFU) are not followed.